Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: enlw1616c82e stent graft, implanted: (B)(6) 2012. Enbf2816c166e stent graft, implanted: b)(6) 2012. Enlw1616c93e stent graft, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that one day post implant, the right atrial lead was found dislodged during testing and chest x-ray. The atrial threshold was noted to be variable and sensing was noted to be diminished. The lead was revised and remains in use. No patient complications have been reported as a result of this event.